Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced muscle stimulation. Lv lead was reprogrammed to avoid stimulation. The representative called back and tested a few pacing options and it appears to be an rv issue. The outputs were at 4.5 v. Additionally, it was found out that the left ventricular (lv) lead impedance was at 700's ohms and then rose a couple of weeks ago. Engineering analysis was submitted. Analysis confirmed that there was a jump in the lv lead impedance and device power consumption and technical services (ts) suggested to options to program lv back to lv2_to_lv3 and see if the issues resolve or to treat this as a gate oxide malfunction and replace the pg and consider the possibility of lead damage via corrosion. To date, this device remains in service. No adverse patient effects were reported.